Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and sensor was not working due to calibration alert. Blood glucose was 22.2 mmol/l at the time of the incident and treated with insulin pump. Blood glucose was still 17.3 mmol/l when customer calibrated and got change sensor alert. Customer declined troubleshooting for high reading. It was explained to customer the proper insertion techniques and site location. The insulin pump will not be returned for analysis.